Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she has had a return of symptoms and does not feel stim anymore. The patient stated that her symptoms put her in the ER 3x because her bladder was full and she needed to be catheterized. The patient stated that her symptoms were the worst this week and she went to the ER. The patient stated that this also happened prior to when she was implanted. The patient stated that she tried to increase stimulation, but her patient programmer (pp) would not let her. The patient programmer showed that stim was off. The patient turned stim on and said it felt like it was too much. The patient decreased from 1.8 to 1.5 on program 1. The patient stated that stim was now comfortable. Patient services suggested that the patient take note of her symptoms. No further complications were anticipated/reported.